Event description:
It was reported that a ball hit the pump, while in the customers pocket, and the pump screen became shattered and unresponsive. Customer¿s blood glucose was 109 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.